Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Reportedly, this pacemaker also showed premature battery depletion. Technical services reviewed the case and recommended to replace this device as possible, as critical therapy could be compromised. Subsequently, this pacemaker was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Reportedly, this pacemaker also showed premature battery depletion. Technical services reviewed the case and recommended to replace this device as possible, as critical therapy could be compromised. Subsequently, this pacemaker was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to power on resets; and that bradycardia therapy remained available. The memory was noted to be completely corrupted. However, it was restored, and the pacemaker operated normally. The root cause of the safety mode reset could not be determined because the hybrid current drain was normal, and no issues were found with the battery. Additional analysis was completed for the pacemaker. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Reportedly, this pacemaker also showed premature battery depletion. Technical services reviewed the case and recommended to replace this device as possible, as critical therapy could be compromised. Subsequently, this pacemaker was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to power on resets; and that bradycardia therapy remained available. The memory was noted to be completely corrupted. However, it was restored, and the pacemaker operated normally. The root cause of the safety mode reset could not be determined because the hybrid current drain was normal, and no issues were found with the battery.